Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v803150, implanted: (B)(6) 2011, explanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The healthcare provider reported via the manufacturer's representative that the patient experienced a lack of efficacy. The patient had a successful basic evaluation. The patient felt the implant had never worked for her. Regarding diagnostics/troubleshooting, it was noted: the patient had multiple programming sessions with office nurse. Regarding interventions/actions taken it was noted: the patient switched physicians for improved programming options, but they too were unsuccessful achieving efficacy. The patient decided to have the device removed versus revised. A complete explant was performed on (B)(6) 2015. The issue was resolved at the time of the reporting. Patient status at the time of the reporting was noted as alive - no injury. Indications for use were noted as: gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim.